Event description:
Reason for revision: has had problem with leg 'collapsing' beneath her ever since.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Updated information: revised for alval.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
(B)(4) reports: reason for revision: has had problem with leg collapsing beneath her ever since surgery. Were any anomalous soft tissue changes observed at revision? Not known. Patient activity level prior to event: hip has dislocated four times type of patient activity: walking distance 100m. The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
Pain, swelling, poor range of movement in prosthetic right knee joint. During surgery today, marked grey staining of tissues. Both femoral and tibial components removed with only moderate resistance. Mild osteolysis under tibial component only. Specimens sent to pathology. Full soft tissue debridement around joint. Copious lavage. Examination of the returned product confirmed the reported event. Conclusion extracted from the hhe (health hazard evaluation): ongoing investigation activities since the ww suspension of sales of femurs has confirmed that the primary cause of accelerated implant wear results from the migration of residual alumina blast particles trapped in the porous bead coating during preparation for ha coating. It is thought that the inherent inaccuracies in tka bone cuts that initially result in gaps at the implant interfaces combined with a fast resorbing ha surface, and possibly looseness (to be determined from testing), may create conditions that allow any residual alumina blast media initially trapped in the porous coating, to migrate into the open geometry of the femoral and tibial implant articulation surfaces. The migration mechanism is not fully understood and a test has been initiated to simulate the in vivo conditions of the duofix femur to determine whether similar implant wear results. Other depuy ha coated products are subject to the same pre-ha blasting process as the duofix femur, but clinical history of the products and routine complaints trend reporting suggest that it is the particular combination of factors and conditions associated with the duofix femur that has resulted in product failure of a small percentage of cases. A review of the DHR (device history records) by the relevant manufacturing sites found no anomalies. Corrective and preventative actions are being managed via CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected/updated data: (date of report); (date received by manufacturer); (remedial action indicated); (correction/removal number). The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays by depuy international was not able to conclusively confirm the reported observation. The stem appeared to be well fixed with no identified bone resorbtion, leg length appears equal to the contralateral joint replacement, and the acetabular cup inclination is at 65 degrees with 43 degrees of version. The crp calculated from a blood sample pre-revision was 4.0mg/l which is considered to acceptable as it is below 7; 2.61 ppb whole blood cobalt (normal 1.7 ppb) and 2.50 ppb whole blood chromium (normal 2.4 ppb) were identified. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. A review of the device history records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. The investigation can draw no conclusions with the information provided. Although, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.